Event description:
The patient had lost a lot of weight and the pocket became saggy. The patient was not experiencing any symptoms. The pump was replaced and implanted in a new position. Following replacement the patient was doing well. The pump contained fentanyl .4mg/ml, dilaudid 25mg/ml, clonidine 0.15mg/ml, and baclofen 0.65mg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)